Event description:
It was reported the programmer head does not interrogate. The programmer head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed that device will not interrogate; electromagnetic field immunity functional test is out of specification. Device shows signs of liquid immersion and has internal damage (corrosion). Magnet is rusty and swollen (unable to remove it from the antenna). Upper case program button is broken and the label is missing coating.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.